Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited post-sensed t-wave oversensing. The patient did not receive inappropriate therapy as a result of the oversensing. No programming changes were made. There were no patient consequences.